Event description:
It was reported that this left ventricular (lv) lead has dislodged shortly after implant resulting in loss of capture. This lead is still currently implanted. No adverse patient effects were reported.